Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The dislodgement led to loss of capture and high thresholds. The dislodgement was confirmed via fluoroscopy. This lv lead was explanted. No additional adverse patient effects were reported.